Manufacturer narrative:
The component codes 814 fiber and 424 cap refer to the results code 642 thermal problem. Fiber analysis: the glass cap is fractured proximal to the fusion zone. The fractured glass cap portion distal to the fusion zone is missing. Metal cap exhibits char, white crystalline residue, and detritus on the cap surface. Proximal portion of glass cap exhibits devitrification. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. Based on the analysis above, this would result in forward firing the most probable root cause of the device issue was determined to be localized heat accumulation/user handling can occur when tissue adheres to the fiber cap surfaces. Reference MFR # 2937094-2013-00632.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber began to shoot straight at 45,000 joules. The fiber was replaced and the case was continued with a second fiber. The second fiber also began to shoot straight at 100,000 joules. The case was completed with a third fiber. This report is for the first fiber. No information regarding the patient.